Event description:
The patient underwent hip surgery in 2008 and since that time, the stimulator did not help her pain. It did not reach the lowest area of her back where she really needed it. The patient was scheduled to have another stimulator implanted.